Manufacturer narrative:
Article citation: "two independent capsules surrounding a single textured implant in ehlers-danlos syndrome" 21-jun article 2022 , padmanabhan j., liu f. , sivaraj d, henn d, chen k, simon d, barrera j, gurtner g the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain, and concern for textured implant device.

Event description:
Through the journal article "two independent capsules surrounding a single textured implant in ehlers-danlos syndrome" healthcare professional reported "patient with ehlers-danlos syndrome (eds) who developed two independent fibrotic capsules around a single textured silicone implant", capsular contracture baker grade IV, pain, and concern for textured implant device. The device has been explanted and replaced. Patient was treated with keflex for 5 days post op. The event of ehlers-danlos syndrome is not considered device related.